Manufacturer narrative:
The service engineer (se) reported that the "check vent: proximal pressure sensor auto-zero failed" (diagnostic code 110b) was duplicated. The se noted that the diagnostic code was also observed in the event log. The se replaced the solenoid valves (3 and 4) to resolve the issue. No other anomaly was observed.

Manufacturer narrative:
E1 (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "check vent: proximal pressure sensor auto-zero failed" error code. The device was in clinical use when the issue occurred, the patient was moved to a different ventilator. No medical intervention or delay in therapy were reported. No patient or user harm reported.

Manufacturer narrative:
The suspected solenoid valves (3 and 4) were both returned to the product investigation lab (pil) with the accusation of: check vent: proximal pressure sensor auto zero failed. The accusation could not be duplicated at the pil. Both solenoids operate at the pil without issue or error code and pass all testing in test 4 (pressure accuracy testing) of the service manual. There was no problem found on both returned solenoids.